Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was missing from the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding this event.